Event description:
It was reported that the procedure was being performed on a female pt with end stage renal disease (esrd) and a clotted arteriovenous (av) graft. While in use on an arterial anastomosis graft, the basket separated from the shaft. This occurred towards the end of the procedure while pulling the arterial plug. As a result, the basket was snared from the pt. There was a 15 minute delay in treatment, no pt death and no complications reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional information becomes available.